Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error). No image is displayed. Damage on cable unit. Damage on coupler unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error 224 and b30 were due to a damage on the cable unit, which causes the no image being displayed. The cause of damage on the coupler unit was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had error 224. There were no reports of patient harm.